Manufacturer narrative:
The insulin pump had blank display due to corroded electronics assembly. It also had a corroded motor home switch and a missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was exposed to rain a few days back and now the display is blank. Troubleshooting was done and the customer stated that the contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. He was advised to insert a new battery; the display did not return. He was then instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 163 mg/dl. The customer was unable to perform the self-test or check the alarm history due to the blank display. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.